Event description:
It was reported that this right atrial (ra) lead was found dislodged. As a result the patient was hospitalized and a revision procedure was performed. The ra lead was removed and replaced. No additional adverse patient effects were reported. Pa

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was electrically continuous. The dislodgement allegation was confirmed based on the observation of a stretched helix and a stretched cathode (inner) coil near the tip.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was found dislodged. As a result the patient was hospitalized and a revision procedure was performed. The ra lead was removed and replaced. No additional adverse patient effects were reported. Pa